Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that the device became completely occluded during albuterol/atrovent nebullzer treatment. Initially, patient had sluggish neuro responses, which resolved after several hours.